Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient felt low, and upon getting out of bed to treat himself, had a seizure. Patient's wife found him and gave him a sports drink and he recovered. Patient felt sore after the event. Additionally it was reported that the patient tested the audio function of the receiver and it did not beep. No further event or patient information was provided.